Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two occipital (off-label) scs leads with the same lot number. It was reported the patient had an scs system explant due to infection at the lead site. The patient reported to be doing well and will undergo a re-implant at a later date.